Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to wound infection cannot be ruled out. Contributing factors for wound infection in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. There were no reports of wound infection in the pivotal ef-11 recurrent gbm trial. There have been 139 reports of wound infection in the commercial program to date.

Event description:
A (B)(6)-year-old female patient with gliosarcoma began optune therapy on (B)(6) 2021. Novocure was informed on (B)(6) 2021, that the patient experienced a skin irritation on her scalp. Optune therapy was temporarily discontinued and the prescribing physician provided an unspecified barrier cream. On (B)(6) 2021, additional information was received by the son that the patient experienced slight pain, redness, and warmth under the transducer array located on the surgical resection scar (last surgical resection (B)(6) 2021). On (B)(6) 2022, the son reported that the patient experienced ongoing skin irritation. Reportedly, the health care provider advised continuing a treatment break with optune therapy as the irritation on the scalp was open, became infected and required a surgical procedure. Patient planned on resuming optune therapy. On (B)(6) 2022, the health care provider reported that the surgery was not performed at the prescriber's associated hospital, therefore no additional information was available. A causality assessment was not provided by the prescriber.

Manufacturer narrative:
On january 28, 2022, novocure was informed by the son that during the week of january 17, 2022, the patient underwent surgery to remove the infection. On february 02, 2022, the son reported that the patient had developed an infection and needed another surgery. The prescribing physician advised to discontinue optune therapy.